Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave the wrong diagnosis when admitting a patient. It had been retaining the diagnosis from the previous patient admitted to that room instead of getting the new diagnosis sent across the interface.

Manufacturer narrative:
Details of complaint: on 11/2/2018, customer emailed nk tech support to report patient getting wrong diagnosis when admitted to the cns. The device retains the diagnosis from the previous patient that was admitted to that room instead of getting the new one that was sent across the interface. Customer had verified the correct diagnosis was sent. The following product was affected: cns-9701a sn (B)(6) information regarding the bedside monitor / telemetry transmitter was not provided. On 7/19/2019 customer stated the issue has not been fixed. There was no further information provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: this device, cns 9701a, is intended for use only by qualified medical personnel. Use only nihon kohden approved products with this device. Use of non-approved products or in a non-approved manner may affect the performance specifications of the device. This includes, but is not limited to, batteries, recording paper, pens, extension cables, electrode leads, input boxes and ac power. The cns 9701a is designed for use in various hospital environment, including ICU, ccu, recovery room, and general ward. The device allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The monitor is designed so the operator can directly touch the screen from the operator position. The cns 9701a operator's manual, revision w, states that when admitting a new patient, first discharge the previous patient and delete all data from the previous patient. Other, the data of the previous patient and new patient will be mixed together. This specific unit, mu-971ra s/n (B)(6), was put into service on 3/28/2009. Service history for this device shows the following: (B)(6) 2018 300149674 - current incident. (B)(6) 2017 300094990 - not related to admit/discharge. (B)(6) 2017 300080187 - not related to admit/discharge. There has been no previous occurrence nor re-occurrence of the reported issue. With insufficient information, the root cause of the reported issue could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion. There has been no previous occurrence nor re-occurrence of the reported issue. With insufficient information, the root cause of the reported issue could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Correction. D4. Catalog number: mu-971ra. Unique identifier (UDI) number: (B)(4). Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
Nihon kohden technical services advised that this is commonly caused by not discharging the previous patient before admitting the current one, however, this has not yet been confirmed to have happened in this case. The customer verified the correct diagnosis was subsequently sent. No harm was reported. This cns is a sunsetted unit and does not have a UDI # associated with it. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave the wrong diagnosis when admitting a patient. It had been retaining the diagnosis from the previous patient admitted to that room instead of getting the new diagnosis sent across the interface.